Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the damaged main tube does have a potential for fragments. Refer to the box within image for a potential missing fragment from the main tube. Other than the dislodged proximal clevis that resulted from the broken main tube, there does not appear to be any additional damage to the instrument from the pictures provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the customer attempted to remove the 8mm prograsp forceps instrument, it could not be removed so they removed the entire port. Upon visual inspection of the instrument, the connection point between the black and silver parts of the shaft was bent. No fragment fell into the patient. The procedure outcome is unknown but there was no report of injury to the patient.